Event description:
Reporter alleged the lot number rubbed off the test strip drum used for use with the blood glucose monitoring device. Reporter did not provide any other info related to the test strip drum. A request was made for the return of the suspecet product and replacement product was sent.